Event description:
Boston scientific received information that during a recent device change out procedure, it was noted that the left ventricular (lv) lead once attached to the new device, showed out of range impedance measurements. Prior to the device change out, all lead measurements were normal. The device setscrews were confirmed to be secure. The lead was removed from the device, then replaced back inside the header with the same results which ruled out a possible connection issue. A pacing system analyzer (psa) was used to confirm out of range impedances as well as loss of capture and sensing. The lead was electrically abandoned at that time, with the thought it may have fractured during the implant procedure. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.